Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-09461. It was reported that the patient was unable to set their ipg into MRI mode. It was found that 3 contacts have high impedance. In turn, surgical intervention was undertaken wherein the system was explanted.